Manufacturer narrative:
(B)(4). The evaluation and repair was completed by a non-medtronic service provider; the service provider verified the customer reported issue. The service provider ran expiratory valve calibration and the ventilator passed self-testing. Medtronic was not authorized to service the ventilator. (B)(4).

Event description:
It was reported that the ventilator became inoperable. The ventilator was not on a patient at the time of the event.